Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available additional information provided: the surgeon has reviewed studies highlighting this growing concern related to skin reactions post-surgery. Additional information has been requested and received. Attempts to obtain the device have been made. ¿ what is the total number of procedures? One ¿ have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No ¿ if this event occurred in multiple procedures, please provide the following information for each patient event: - what is the procedure name? R total knee replacement - what is the procedure date?(B)(6) 2025 - what date did the reaction occur on? (B)(6) 2025 - what does the reaction look like and how large of an area does the reaction cover? Large area about 6 cm x 30 cm, includes the entire area of the dressing and extending beyond it, maculopapular rash, - do you have any pictures of the reaction? Yes - was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. No surgical intervention, dressing was removed, medications rx¿ed: topical steroids, benadryl, and decadron 10mg IV ---prescription steroid - if medication was required, please clarify if it was prescription strength. - what is the most current patient status? Pt has not followed up yet, improving slowly per reports - can you identify the product code and lot number of the product that was used? No - was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Yes ¿ are the products available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? No additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an total knee arthroplasty (tka) on (B)(6) 2025 and topical skin adhesive was used. Patient had dermatitis reaction. Large area about 6 cm x 30 cm, includes the entire area of the dressing and extending beyond it, maculopapular rash, dressing was removed, medications prescribed: topical steroids, benadryl, and decadron 10mg IV ---prescription steroid. Additional information has been requested.